Event description:
It was reported that the device was cracked by the drain. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received dirty, front cover scratched, microswitch bent, pole clamp discolored, line cord discolored, quick connect corroded, and the enclosure was cracked under the quick connect. The pump was very loud. The complaint was confirmed during functional testing. Root cause was unable to determined. Possible over tightening of quick connect. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.